Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin.

Manufacturer narrative:
The device has been received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis.

Event description:
Patient experienced a medical event after wearing the pod on the leg for between 25 and 36 hours. Blood glucose levels rose to 400 mg/dl, accompanied by symptoms including nausea, abdominal pain and vomiting. Medical attention was sought, and patient was hospitalized for approximately 24 hours. Treatment included intravenous fluids to address vomiting, and an insulin drip to manage the elevated glucose levels and ketones. Diagnosis of diabetic ketoacidosis was confirmed during the hospital stay. The pod was removed at the hospital, and a new pod was activated following discharge.